Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 290 mg/dl. Customer stated that insulin pump was exposed to fluid. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.